Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector separated. The following information was received by the initial reporter with the following. It was reported by customer that trifuse, hub fell off that connects to the main IV line.

Manufacturer narrative:
The customer reported the hub fell off and returned one used sample of material mz9270. The set was examined for defects and the hub, or luer collar, was broken off and complaint verified. The luer collar was cracked and damaged and returned disconnected. Bd r&d, product engineering and infusion disposables determined that the root cause for cracking and disintegration of the male luer can be caused by high amount of alcohol. If the luer is allowed to dry (30 secs) after the alcohol wipe is used, the collar will keep the integrity.

Event description:
No additional information.